Event description:
It was reported that this right ventricular (rv) lead was explanted due to elevated capture thresholds. It was successfully replaced with an upgraded model of lead. This device is not expected to return for analysis. No additional adverse patient effects were reported.